Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: linear st lead kit 70 cm, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 15713712. Product family: linear 3-4 lead 70 cm, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 15741240/15852047.

Event description:
It was reported that the patients spinal cord stimulator system was explanted due to not working for pain anymore. All explanted products will not be returned. No further information has been obtained despite good faith efforts.